Event description:
The trending of data resulted in the filing of this MDR. This is why it is beyond the normal 30 day period of notification. The following happened: during a case the patient table began to move toward the head position by itself without command or request (as if power assist movement or runoff motor was actuated). A service call was not placed at the time of the incident and was reported in casual conversation with the site fse during a meeting at hospital in april 2002. There was no patient injury. This unwanted movement was thought to be operator error. However, the table again had another unwanted table movement toward the head position one month later. This table movement had been immediately stopped by pushing the stop button. There was no patient injury.

Event description:
Follow-up report (correction). See remarks in h10.